Event description:
Distributor received info that the manufacturers lead was explanted due to dislodgement. One day after the implant the lead was removed and found to have damage to the screw mechanism. The lead was replaced with a new lead of the same model.

Manufacturer narrative:
Only 10-12 turns are recommended for both helix extension and retraction and any more than could damage the helix and/or impair helix function. Lead dislodgement is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantation.